Event description:
It was reported that markerband misalignment occurred. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 2.75mm x 15mm emerge balloon catheter was advanced for dilatation. However, the physician considered the balloon as over expanded from proximal marker band. The procedure was completed with this device. There were no complications nor injuries reported and the patient was in stable condition.